Event description:
It was reported that the procedure was to treat a lesion in the distal circumflex artery with heavy tortuosity and moderate calcification. The 3.0 x 15 mm xience xpedition stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy. The sds was removed and coiled up on the table. Dilatation was performed and the sds was re-advanced; however, the shaft separated outside the anatomy. There was no resistance noted during advancement. A new xience xpedition sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): re-insertion. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter.